Event description:
Pt experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the tiime of release.